Manufacturer narrative:
One device was returned for evaluation. The service history review found the device had not been in for service for a related issue. The customer's reported problem was verified through functional testing. The cause of the reported problem was a corrupt main board. The printed wiring assembly was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 46510. There was no patient involvement.